Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by a health care professional in response to a survey that the package of the internal nasal device was inspected either before or during the surgery. The packaging described was soiled. Patients developed bacterial infection, seroma, necrosis, fistula, and headache.